Event description:
The user facility reported that post the left heart catheterization (lhc) diagnosis, they inflated the tr band with the appropriate amount of air for patent hemostasis. The patient was then transferred to post care unit and noticed the site was bleeding. They said they did not think much of it and added additional air to the band. Later the balloon again now knowingly deflated causing the patient to develop a hematoma. The patient was fine, and no additional care was needed to treat the hematoma. The doctor suspects the balloon was defective, and possibly came from manufacturer with a hole. The exact date of the incident was unknown, as the doctor could not identify the exact date. Additional information was received on (B)(6) 2022: since the balloon on the device deflated twice, they believed it was a balloon/band issue unable to keep the appropriate amount of air. The patient was fine, unaffected in the end. The hematoma was resolved with pressure. The estimated blood loss was less than 250cc, as it was caught before significant blood loss occurred.

Manufacturer narrative:
Implanted date: device was not implanted, explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band was returned for product evaluation. The returned sample included the band assembly. The returned sample was subjected to visual analysis. The was approximately 1ml of air left in the balloon. Leak testing was performed. Approximately 18ml of air was inserted into the balloon. The band was submerged in a water bath to check for air bubbles. There were air bubbles seen from the inflation balloon. The inflation balloon was inspected with a microscope and a hole was found in the balloon. The complaint can be confirmed for air flow issues. The ops quality engineer (qe) was contacted, and a nonconformance (nc) report was initiated for this issue. The nonconformance (nc) will contain root cause analysis and corrective actions. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control.